Event description:
It was reported that during a lap sigma procedure, after reloading the instrument, it cut but did not staple. There were no staples inside the reload. The procedure was converted to an open one and the staple line was closed by hand suturing. Laparotomy, resection, overstitch.